Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had lost stimulation in the feet due to lead migration which was confirmed through x-ray. The patient underwent a lead replacement procedure. During the said procedure, it was found that the paddle lead was frayed as it pulled down due to poor direct suturing to lead. The patient was doing well post-operatively and explanted lead was discarded.